Event description:
Stryker strykeflow disposable suction/irrigator leaked battery fluid during procedure. Possible broken seal in battery chamber. Unit started to heat up and then leaked battery fluid. User awaits bio-med examination of interior chamber prior to release to MFR. 9/11/00 released to MFR. Sealed inner chamber. Exterior leak only.